Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot (B)(4), ubd: 18-mar-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine via an implantable pump for non-malignant pain and failed back surgery syndrome. When asked the dose and concentration, it was stated ¿I think 12 mg/day¿ and ¿40 ml.¿ it was reported on (B)(6) 2017 that the doctor made a change to the dose. It was related that the patient had a gradual increase in pain which was why the doctor made the adjustment to the medication. The date of the event was asked but unknown and also stated to be ¿about in (B)(6) 2017.¿ no further complications were reported. Additional information was received from a consumer on 2018-jul-03. It was reported that the patient's pump wasn't giving him relief and the doctor kept "turning it up and up and it didn't help him." It was determined on (B)(6) 2018 that the catheter "was not near the space it was supposed to be" and that was the reason the patient was not getting relief from their therapy. No further complications were reported.